Manufacturer narrative:
(B)(4). Batch # m54p4c. The analysis results found that the tlc10 instrument was received with no apparent damage and with a cartridge reload loaded in the instrument. The cartridge reload was received fully fired and with the swing tab in the locked position. The instrument was tested for functionality with a test cartridge reload and it fired, cut, and formed all the staples as intended. The device fired with no difficulties and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot.

Event description:
It was reported that during a gastrectomy procedure, the gun got stuck while returning the firing knob after firing. This resulted in the gun being stuck at the tissue. It was removed the same by pushing the gun out and found that half the area of the staple line was not there. This was later completed by sewing that area. There were no adverse consequences for the patient reported.